Manufacturer narrative:
Lenstec can confirm that all procedures in the manufacturing and packaging of the lens were conducted correctly. All lenses are placed into the delivery systems in our final clean department and inspected, before being torqued and labelled. As the packaging components were not returned, lenstec was unable to draw a conclusion as to why the lens was not in the delivery system. However, lenstec has various procedures and checks in place to ensure that the lens is always present within each delivery system. As such, it is highly unlikely that a lens would fall from the delivery system after being shipped to the customer. The device was discarded at the facility, we are therefore unable to determine what would have caused the rip in the haptic. However, lenstec confirms that the lens, its design, and the manufacturing process are not at fault due to the extensive testing that we have performed on this model. Furthermore, the cart45s cartridge used and the sbl-3 +22.25d lens are compatible and once the instructions for use are followed, successful implantation should occur without incident.

Event description:
Lenstec received an e-mail stating that "the lens was found stuck to the bottom of the vial." Implant / explant date on (B)(6) 2025 due to rip in the haptic. A new lens was implanted. The cart45s cartridge was used - lot#: unknown. The lens was discarded at the facility.